Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient reported that keypad buttons were unresponsive when pressed. The patient denied damage to keypad. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was torn and peeling at the ok and contrast buttons. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. All keypad contacts responded appropriately. Evaluation revealed that there was contamination under the keypad contacts and the ok and contrast keys were found to be misaligned.